Event description:
The physician attempted to deploy an endeavor resolute 2.50 x 18 mm rx drug eluting stent. The target lesion was 6mm in length. It was located proximal in the lad, had 80% stenosis and moderate calcification. The vessel tortuosity was moderate. The device was inspected prior to use with no issues reported. A pre-dilatation was carried out using a 2.50 x 10 mm sprinter balloon and the balloon was inflated twice. An attempt was made to deploy the stent but it did not move easily due to the plaque at the lesion. The stent became dislodged while passing through the lesion. A snare catheter was used to remove the device. Another endeavor resolute stent was then used to treat the lesion. No patient complications were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity). Device evaluation: the distal tip was flared indicating that it may have been stubbed during advancement. The stent was not returned with the delivery system. Crimp impressions were visible along the body of the balloon. The balloon folds were partially opened and disturbed.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology, calcified lesion with stenosis); deformation problem. Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (patient lesion morphology, calcified lesion with stenosis). (B)(4).